Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2016, fse arrived at the site to address the reported event. Fse replaced the l-6 line to the filter and disassembled the injection valve for inspection. Next, he cleaned the seal and stator. Further inspection of the sample needle revealed that it was bent. The needle was changed and realigned to the diluent well and sample tubes. Fse was subsequently able to run precision and quality control (qc) with no further pressure issues. No further action was required by field service. The most probable cause of the reported event was due to fault/ failure of the l-6 peek tubing.

Event description:
On (B)(6) 2016, the customer reported receiving intermittent high pressure alarms with their g8 analyzer. On (B)(6) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.